Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the end user claims that the chair was jerking and awkward to control.